Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the they had difficulty charge the ins. It was mentioned turning the recharge speed down to a slower speed which was more ¿pleasant¿ for the patient. It was noted the controller would flash excellent and then it would flash reposition simultaneously without her doing anything. Patient stated she had already taken the battery pack out to do a controller reset, and it would temporary work for that day. It was noted she had to do a reset controller 4 times in the last 8 days. Controller went black this morning and would not charge at all. It was confirmed she plugged the recharger into the controller and a green light was flashing above the screen for maybe 5 minutes, before it went solid without her doing anything to stop the charge. Patient stated the issue with controller flashing excellent and reposition simultaneously had been ¿off and on from the beginning¿. A replacement controller and recharger would be sent. It was mentioned it was difficult to charge the battery with controller and recharger. No further complications reported. On 2019-march-14 (B)(4) (con): additional information from patient indicated patient had trouble with implant for a couple years. Patient received a new recharger and battery. After about 30, 50 mins of recharging, controller screen said to reposition antenna. Patient noted patient did not move. Patient pressed retry and the ins had been charging but patient¿s skin was hot while recharging, so they had to stop charging. Patient mentioned this started on (B)(6) 2019 after patient felt a hard zap. Patient had x-ray several months ago and connection were o.k. They stated the recharger was warm, but patient felt burning sensation on skin, like it was burning from inside. Patient had controller, recharger and controller battery were replaced. Patient noted this heat problem had been going on for about 6 months. Patient stated rep had been helping out with different issues since the implant. Patient talked with repair on (B)(6) and suggested patient turned down the heat with the controller, so patient did that but it had not resolved t he issue. No further complication was reported.